Manufacturer narrative:
Exemption number e2016018. (B)(4). (B)(4). Result of examination: during the analysis of the history files a flow deviation could not be comprehended. The sample was subjected to a visual and functional examination. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the 1500 ml of tpn set to run at 62.5 ml/hr over 24 hours, at 1733 on (B)(6) 2018. At 1655 on (B)(6) 2018 1200 ml was sill left in the bag.